Event description:
It was reported that 2 bd plastipak¿ concentric luer lock syringes leaked past the plunger during use. The following information was provided by the initial reporter, translated from french to english: "when purging the syringe, leakage of the venofer around the plunger. 2nd incident with me: same product, same circumstance of occurrence".

Manufacturer narrative:
H.6. Investigation: one used sample was provided to our quality team for investigation. The product was visually inspected and a leakage past the stopper ribs was observed. There are no defects or damage that was noted on the sample or syringe components that could have contributed to the leak. A device history review was performed for reported lot 2008329, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing and tightness testing to verify the seal of the stopper. The returned sample underwent these tests and it was verified the product met required specification. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
Date of birth: unknown. The patients age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd plastipak" concentric luer lock syringes leaked past the plunger during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when purging the syringe, leakage of the venofer around the plunger. 2nd incident with me: same product, same circumstance of occurrence"